Event description:
Reportedly, the screen was locked and it was not possible to check the patient. The blue plastic part of the inductive telemetry head is broken.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the screen was locked and it was not possible to check the patient. The blue plastic part of the inductive telemetry head is broken.